Manufacturer narrative:
Troubleshooting revealed that intermittently the table would loose communication with workstation. Therefore the table sys interface pcb was replaced. Sys fluoro was tested with no occurrence of loss of fluoro.

Event description:
Customer indicated that the sys intermittently would not fluoro. The sys had been rebooted during these occurrences and cases were completed. No pt injury.